Manufacturer narrative:
F15 not previously added, corrected. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was patient reported the settings are fine when they are up and about, but when they lie down or move certain ways they get a very strong pulse and it is painful and they have to turn the stimulation off at night or when they are lying down. Patient stated they changed the setting to group b multiple months ago and pt is not sure if they have adaptive stim enabled or not. Patient asked for rep contact information. Patient stated they misplaced rep's phone number and healthcare provider (hcp) office told pt to call the rep. Agent asked patient to connect with the controller and controller show implanted neurostimulator 80%, controller 30% charged. Agent assisted patient with navigating the controller to see if patient has adaptive stim and controller shows no adaptive stim. Agent reviewed how to decrease the intensity if necessary. Agent reviewed reps role. Patient service reviewed adaptive stim function and recommend patient co nsult with healthcare provider office for next steps. The issue was not resolved. The patient was redirected to their healthcare provider to further address the issue. Agent sent email to rep.